Event description:
It was reported that the insulin gauge was inaccurate. Customer was found to be using cold insulin. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.